Event description:
It was reported that the user experienced unexpected low blood glucose while using the ilet, described by the user as ¿started going low unexpectedly.¿ symptoms included hypoglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included outreach to obtain additional event details and blood glucose information. Investigation of this case revealed that the cause could not be determined due to limited information and no reported device alarms or alerts. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.